Event description:
The customer reported a fault overloaded error. During a kphoplasty procedure, the c-arm made some popping sounds and displayed "overfault error". Another c-arm was used to complete the procedure.

Manufacturer narrative:
The ge svc rep was unable to reproduce the problem. He tested the system at all techniques including the highest fluoro (120kv, 16ma). Then the rep cleaned and greased hv tank and x-ray tube candlestics. System operating as intended.